Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Title of reporter not provided.

Event description:
It was reported that the implant was removed due to becoming fractured at the site of tooth #41.

Manufacturer narrative:
Supplemental report provided as the customer provided additional information indicating that the implant remains implanted and therefore a serious injury has not occured as originally reported under MFR #- 0002023141 - 2022 - 01727. Sections corrected: b1: product problem only selected. D9: device availability - not returned. H6: correction to health effect impact code.

Event description:
During the ongoing investigation, it was identified that the implant was not returned. After follow-up with the doctor, they confirmed the implant remains implanted as it was unable to be removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (cm3110) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. However, x-ray was submitted by customer which verifies the implant to be fractured at the collar. The reported device was location is #41 and was used for approximately 2 years.. X-ray image was provided. Device history record (DHR) review was completed for the subject lot number (63531771). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63531771) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. H3 other text : product not returned.